Event description:
It was reported, it was found after tha surgery, during cleaning for the next surgery, that the tip of the shaft (calcar planer) near the blade was chipped. The surgeon indicated that he saw some smoke from that the calcar planer when it made contact with the broach. However, he did not notice that the calcar planer was chipped. The chipped piece was not seen in the x-ray as well.

Manufacturer narrative:
Add'l info has been requested and if received will be provided on a supplemental report.